Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/13/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were there any adverse patient consequences? No.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent a perineal procedure on (B)(6) 2021 and suture was used. The suture needle pulled off when sewing. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.